Event description:
Pt was treated in 2004. Thermage was notified of event 2 months later. Pt developed swelling one-day post treatment. At nine weeks post treatment pt developed waffling on right cheek area. Most current follow-up 6 months later. No additional pt status info available.